Event description:
Sonova was notified about an incident concerning a patient with dementia who swallowed the entire hearing aid. The patient has been taken to the ER. At the time of this notification there was no medical issues or sickness, and the ER was following aid through intestines.